Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he was no longer receiving stimulation and was unable to communicate with or charge his ipg. The pt indicated he had not charged his ipg for an extended period of time. The sjm rep met with the pt and confirmed the issue. Surgical intervention may be taken at a later date to address this issue.